Manufacturer narrative:
(B)(4). G2: foreign ¿ event occurred in australia. H6: proposed component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to an infection. The cup and stem were revised. Attempts have been made and no further information has been provided.